Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the small grasper retractor instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported the small grasper retractor instrument had a broken wire as the case was ongoing with nothing left in patient. There was no harm to the patient. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on (B)(6) 2024 the material manager called the nurse (B)(6) while on the call to inform there was no fragments that fell into the patient. The instrument was inspected prior to use with no damaged noted.